Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient). Patient code: no code available (3191) is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of a provided x-ray image find sufficient evidence to confirm the reported cup loosening and migration. A root cause however cannot be determined using a singular x-ray image. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: h6 component code: appropriate term/code not available (g07002) is used to capture implant loosening and implant migration.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tha. After the surgery, the cup¿s setting angle became steep over time. There was fear of armd occurring due to mom liner, so the surgeon performed the revision surgery on (B)(6) 2020. During the revision surgery, the pseudotumor was not found, but the black-ring was found at the head neck junction, the surgeon judged trunnionosis. After removing the liner and the screw, the surgeon checked the fixation of the cup, the cup was loosened and removed easily. The surgeon implanted a pinnacle gription cup with screws and a poly liner. Due to trunninosis, the surgeon considered to remove the stem, however, there was fear of remaining breakage fragment of the stem because the surgeon found a possibility of the breakage of distal stem¿s slot by x-ray photos. The surgeon relinquished to remove the stem. The surgeon replaced the head, the stem was remained. The surgery was completed without any surgical delay. No further information is available.